Event description:
It was reported that outside of surgery the carrier became stuck in the mesher. The carrier was unable to advance forward or be removed from the mesher, and the handle would not move up or down. Upon device evaluation it was noted that the cutter failed the sample mesh test. No harm or surgical delay occurred. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial/final. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation; damaged cutter; however, the repair was not completed because the cutter component is not a repairable device - returned to customer as is. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.